Event description:
A customer reported that a secondary energy too high error message displayed during a photo refractive keratectomy (prk) procedure. The procedure was aborted after only 5 percent of treatment was completed in the right eye. Additional information provided states that the patient returned for prk treatment and the remaining 95 percent of treatment was completed with no harm to the patient. The patient was seen in follow up and is doing great.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).